Event description:
The customer indicated a "significant" burn to each corner of the pt's mouth occurred during a tonsillectomy procedure. The burns, will most likely require plastic surgery. Both a suction coagulator and handswitching pencil were in use; however, the customer is alleging the burn occurred from the suction coagulator.